Event description:
On may 2, 2007 the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter read inaccurately high. The patient takes 70/30 humalin each am and pm. She said she generally takes 15 to 25 units of 70/30 insulin after eating in the am and pm. She said she takes additional insulin if her blood glucose level is elevated. For instance, she said she "probably would have taken 50 units of 70/30 insulin after receiving a blood glucose reading of 280 or more." The patient said she obtained a result of 281 mg/dl on the reported meter twenty three days earlier. Over the phone, the lfs customer care advocate (cca) verified a result of 281 mg/dl taken at 10:32 pm on that day in the reported meter memory. The patient said she took insulin based on the lfs meter reading; she thought she took 50 units of 70/30 insulin. In the middle of the night "probably around 4:00am," the patient felt hot, clammy, and disoriented. She tested her blood glucose with another meter and obtained a result of 40 mg/dl. She did not test with the reported meter while symptomatic. The patient treated herself by eating sugar and felt better. When the patient called lfs on the day of contact, she no longer had test strips from the vial used less than one month earlier. The lfs cca walked the patient through a control solution test using a test strip from a vial that the patient had just opened in 2007; the control solution result was above specifications. The patient said the test strip vial and test strips appeared to be in good condition and the test strips were not expired. The cca walked the patient through a second control solution test using a new vial of test strips and the result was within specifications. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges that the lfs product read inaccurately high, she took insulin based on lfs product reading, and later experienced symptoms that suggested hypoglycemia and a hypoglycemic reading on another meter. The patient claims she treated herself with oral sugar. She also claims that she obtained an out of range control solution result using a test strip from a vial of test strips that had been opened only one day.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.